Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The lay user/patient¿s products have been returned, and were evaluated on 09/10/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The mini usb cable and ac adaptor were also tested and the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on 08/03/2014 late in the evening, time not known. She tested on the subject meter and observed a value of ¿12.4 mmol/l¿ which she felt was high compared to her feelings/normal readings. The patient reported that 3-4 minutes prior to testing, she was experiencing symptoms of ¿feeling hot, sweaty.¿ it is not known what range the patient considers to be normal. The patient reported that she was taking metformin pills 2x per day previously, but had discontinued taking them approximately 3 months prior due to heartburn. The patient had since been managing her diabetes with diet and exercise alone and did not make any changes to her usual diabetes management regimen in response to the alleged inaccurate result. The patient reported that she self- treated her symptoms by drinking water, as well as toast with peanut butter and caramel and began to feel better after about 10 minutes. She advised the cca during the follow up call that prior to obtaining the reading of 12.4 mmol/l, the last time she tested was approximately 1 week ago. She could not recall the reading. The patient could not specify what attributed to her low blood glucose symptoms. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were in good condition. Quality control testing was not performed. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and the patient did not use the meter prior to the onset of her symptoms. There is no evidence the patient administered inappropriate self-treatment due to the alleged issue. However, this complaint is being reported because the alleged meter result did not correlate to the patient¿s symptoms or form of treatment.